Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00154: screw 1, 3025141-2018-00155: screw 2. Note: MDR reported five days late due to oversight in determining whether an MDR was required.

Event description:
During insertion of a orthopedic screw into a bone, the stick fit driver would not stick in the screws properly. Surgery was prolonged by twenty minutes as a result.